Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that a manufacturer's representative came out to look at the patient's device and told the patient that it was not connected right anymore and she would need to get it taken out. Reason for call was to get healthcare provider information to get neurostimulator (ins) potentially explanted. No symptoms reported. No further complications were reported/anticipated.